Event description:
Customer reported zipper damage on panel side b. Customer did not provide a date when issue was discovered. No patient incidet or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product found an open slider body on the patient access and the mattress envelope delaminated on panel side a. The elastic on panel side d is also torn. (B)(4).